Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150430rx pta balloon dilatation catheter allegedly experienced detachment. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) male patient's weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150430rx pta balloon dilatation catheter allegedly experienced detachment. This information was received from one source. This malfunction involved a patient with no consequences. The 70 year old male patient's weight was not provided.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned, and the investigation confirmed for device detachment. A definite root cause for the reported event could not be determined. The device was labeled for single use.